Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A cartridge and infusion set change was performed and additional occlusion alarms occurred. The customer's blood glucose (bg) ranged from not impacted to 183 mg/dl. A system check was performed using the current supplies and the pump performed as intended. Tandem technical support educated the customer in regards to occlusion alarms.